Event description:
It was reported that the customer saw a big flame coming up the monitor at the msl connection between the x3 and the docking station. No one was injured and there was no medical intervention. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer saw a big flame coming up the monitor at the msl connection between the x3 and the docking station. No one was injured and there was no medical intervention. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.